Event description:
It was reported that when using the bd pyxis¿ es server user upgraded the systems and migrated from the bd owned dell hardware. The customer confirmed when attempting to decommission the old hardware, connectivity between the electronic health record (ehr) and pyxis were lost, and patients were no longer crossing or moving throughout the hospital automatically from the ehr. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the decommissioning legacy pyxis hardware caused a temporary loss of ehr to pyxis connectivity. A technical support specialist (tss) troubleshoot an issue when component manager services were disabled on the legacy server, the new production environment stopped receiving admit discharge transfer (adt) and orders at the stations. Further investigation with various teams identified that the old security vm was still configured as a remote smart service (rss) proxy (parent), causing child devices to lose connectivity. Based on rss dev guidance, proxy settings were removed, which resolved the issue. The customer confirmed system functionality and was able to proceed with server decommissioning. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user upgraded the systems and migrated from the bd owned dell hardware. The customer confirmed when attempting to decommission the old hardware, connectivity between the electronic health record (ehr) and pyxis were lost, and patients were no longer crossing or moving throughout the hospital automatically from the ehr. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.